Manufacturer narrative:
The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Patient reported left side "capsular contracture" baker grade unknown, "numbness, loss of sensibility (next to the [axilla])." The device remains implanted.